Event description:
The facility reported a colleague infusion pump with a failure code of 809:00. This condition had the potential to interrupt delivery. It is unknown when this condition occurred but it occurred in the intensive care unit. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 809:00 was confirmed during product evaluation. The root cause of the reported problem was not identified, as this is a stay in unit. No repairs have been made at this time. This is involving a pump with software version 5.04.00 which is categorized as unremediated.